Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3057, serial# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient it was reported that patient went to the emergency room due to pain from the procedure and they replaced the tines four to four different areas to find the right spots to work. No further complications were noted or anticipated.